Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced pain with and without the use of the audio processor and therefore a re-positioning surgery was scheduled. During this surgery the device was inadvertently damaged and was explanted. The device has not been received for investigation. This is a final report.

Event description:
Recipient was experiencing pain starting after initial implantation. The pain was located on the anterior superior part of the ear, exactly at the anterior border of the implant. Repositioning surgery was performed during which the silicone surrounding the implant was accidentally damaged and the device was replaced with a new one. The recipient did benefit from the device. No medical condition which could have contributed to the observed pain is known. No redness, swelling or infection was reported. Despite requesting the device was not received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was experiencing pain after initial implantation. The pain was located on the anterior superior part of the ear, exactly at the anterior border of the implant. Repositioning surgery was performed during which the silicone surrounding the implant was accidentally damaged and the device was replaced with a new one.